Event description:
It was reported that the patient was experiencing loss of feeling in the legs and an electricity-like sensation going through the body when adjusting a no feel therapy. It was noted that the patient previously had a lower back fusion surgery and the surgeon may have made the lead migrate when pushing the muscle around.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.